Event description:
A false high creatinine (cre) result was reported on (B)(6) 2012 using the piccolo xpress blood chemistry analyzer, serial number (B)(4), with comprehensive metabolic panel (cmp), lot # 1482bc3. Md sent pt for an ultrasound examination and prescribed new diabetes and blood pressure medications. The same sample was sent to an outside lab which reported a normal cre result on (B)(6) 2012. Md reviewed the outside lab results on (B)(6) 2012 and then advised the pt to discontinue use of the new medications. Pt was advised to return to previous diabetes medication. Md decided to continue with the new blood pressure medication. According to the provider, the pt did not experience any adverse effects and is doing well.

Manufacturer narrative:
Conclusion: since there was no problem found with the analyzer and there have been no other complaints for high creatinine, either from this clinic or from the reagent disc lot, the cause of the single erroneous high creatinine result could not be determined.